Event description:
An endeavor sprint rapid exchange (rx) coronary stent delivery systems length 30mm, diameter 2.5mm was used to treat a lesion in a pt. It is reported that on inflation of the balloon it was noticed that there was a pinhole in the balloon and it was difficult to deflate the balloon. (Reference MFR report 2953200-2010-00846) the stent delivery system was not returned to medtronic for evaluation. Another endeavor sprint (rx) device was used and it was reported that there was a pinhole in the balloon.

Manufacturer narrative:
(B)(4). Evaluation, results: other, the root cause of this event is undetermined due to limited info received.